Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 194 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. The customer lives in puerto rico now and they will assist her with acquiring a new insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).